Event description:
Report rec'd of an audible alarm tones. The device was returned to the user facility's biomedical engineering dept with an unsigned note stating, "no sound." No tracking info was provided; therefore, specific pt information, pump programming, or event details were not available. During testing, the device did not audibly alarm. There were no reported adverse pt events while the device was in clinical service. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd.